Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. A dark rubbery material which seemed to be seal residues (outside the device itself) and that could not be removed was clogging the nozzle. It would likely have been clogged during the cleaning/disinfection process. During the evaluation, the following findings were revealed: plastic distal end cover was damaged; adhesive on bending section cover (a-rubber) was worn out; scope connector-cover was scratched and deformed; universal cord was buckled; there was an abnormal noise from up down-knob during angulation; switchbox was scratched; insertion tube was wrinkled near adhesive; bending angulation was out of specifications; insertion tube boot was torn. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the switch on the evis exera iii gastrointestinal videoscope exhibited air/water flow issues. The issue was observed during reprocessing. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged by a black rubbery material, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.